Event description:
This lead was implanted on (B)(6) 2008 and was exp I anted on (B)(6) 2011 due to an unknown reason. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)